Manufacturer narrative:
The lot number was asked but unknown. Without the lot number, the date of manufacture cannot be determined. (B)(4).

Event description:
Covidien received information from a customer stating that during pre-use testing, the cuff on a combitube would not inflate. There was no patient involvement.